Event description:
Healthcare professional reported left side "breast deformity. Pain," and "pain per capsular contracture¿ baker grade not specified. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade not specified.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch with lot number 1383666 and catalog number 340 g. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii-IV.